Event description:
It was reported that the device was in backup vvi. A user download did not restore the device. A loss of capture was seen during the failed download with the patient's underlying rhythm around 20 beats per minute. The patient was immediately sent for a device replacement. One month prior, battery voltage was 2.56 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device in backup operation with multiple bits flipped, no telemetry and the product code was corrupted due to the attempted download in the field. After downloading the product code and programming the pulse generator to nominal settings, it functioned normally at the elective replacement indicator level.